Event description:
It was reported that a small volume folfusor leaked from the distal end of the tubing; white residue was observed around the blue cap. This was noticed when labelling the device for the patient. The device contained 5000mg fluorouracil in 115ml 0.9% sodium chloride. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h3, h4, h6, and h10: h4: the lot was manufactured between august 18, 2023 ¿ august 21, 2023. H10: the actual device was not available; however, photographs of the sample were provided for evaluation. A visual inspection was performed, and white drug residue was observed inside a bag that contained the folfusor which suggests a possible leak occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.